Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected to have premature battery depletion (pbd). Furthermore, there were differing longevity estimates given over the past couple of months while the patient has undergone a course of therapeutic radiation. Data analysis was performed, and there is no evidence of pbd. The power consumption recently increased due to a higher right ventricular (rv) threshold, reducing longevity. This is normal operation. It was also noted the presenting electrogram (egm) showed atrial undersensing and intermittent farfield r-wave oversensing (ffos). The patient will be evaluated in-clinic for further evaluation. At this time, the ICD system and leads remain in service and there were no adverse patient effects reported.